Manufacturer narrative:
(B)(4). Date sent: 9/24/2015. Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the shears had a broken tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.